Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump and her blood glucose was unknown at time of death. It was stated that the cause of death was complications with diabetes. The mother also mentioned that the customer had problems with an infection in her leg, which has caused her blood glucose to go extremely high or low. The caller stated that her death was not device related. No further information was provided.